Event description:
Patient later confirmed that rupture was confirmed to not have occurred on the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19/may/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2; b.5; h.6.

Event description:
Patient later confirmed that rupture was confirmed to not have occurred on the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported, "ruptured", "pain", "swelling", "discomfort", and "I am very concerned". The device remains implanted. This record is regarding the right side.